Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump fell in water. The device had a blank display screen after the device was dried off. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. However, the insulin pump had an unresponsive buttons due to corroded electronic assembly. The motor assembly found corroded. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker. The insulin pump was received with peeling back address / serial number label.